Manufacturer narrative:
The device was returned and investigated by (B)(4). According to the service report (B)(4) it was detected that the flow sensor was defected. The bonding of the ceramic has been solved. The most probable root cause could be that disinfectant could have penetrated and the adhesive surface was thus slowly peeled off. The defected flow sensor has been replaced. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that in the flow rate verification, the decreased from am value (ultrasonic receive) was 62 to 5e after 2 hours. Additional information: the incident occurred during maintenance/ service, no patient was involved. (B)(4).